Event description:
The customer reported that the peg anchoring balloon broke after 9 days since the positioning and consequently it dislocated from the stoma. They had to temporary suspend the enteral nutrition to the patient with amyotrophic lateral sclerosis (als). Additional information was received and stated that the balloon deflated with a hole. The anchorage balloon ruptured with clean tear and there were no fragments. No clinician intervention was required, and no maneuvering were necessary. The probe was replaced. Per customer, the patient is with als, tetraplegic moves only eyes and communicates with a pointer, is ventilated, and fed artificially. The customer further stated that the person who looks after the patient at home have a good knowledge of the devices and adequate expertise in handling them, so it does not seem that the reported event was related to incorrect handling of the probe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 31-jan-2019. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.